Event description:
Reported by the doctor as: "a port replacement with kinked port tubing at the port tubing junction. The doctor was not able to fill the lap-band system."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. A leak and fill test inspection revealed no leakage or blockage to the port of the lap-band system. Analysis of the device noted an opening on the port tubing located in between the port/injection site and the stainless steel connector. The opening on the port tubing may be wear related as there is no clear evidence of surgical damage. This opening may have been the cause of the leakage. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."